Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and revealed their implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. The patient was stable throughout.